Manufacturer narrative:
"Occuptation" ni equals lay user/patient.

Event description:
The patient's mother complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the laboratory method of neoplastine. At 7:30 am the result from the meter was 7.0 inr, within 7 hours the laboratory result was 5.2 inr. The patient's therapeutic range is 2.0 - 3.5 inr. Based on the laboratory result, the doctor withheld the patient's coumadin dosage on (B)(6) 2018 and advised them to resume coumadin dosage on (B)(6) 2018. There was no allegation of an adverse event. The patient does not have hematocrit concerns, is not on heparin, does not have antiphospholipid antibodies, is on no new medications, has no signs of bleeding or bruising. It was provided that the patient is using a gastrostomy tube for their feedings and that there has been more vitamin k in their food. The patient's meter and test strips have been returned. Replacement products were sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results with returned strips: qc 1: 3.3 inr. Testing results with retention strips: qc 2: 3.3 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.